Event description:
Healthcare professional further reported "peri-implant effusions", "focal area of increased echogenicity along implant margins raises the possibility of an early evolving probable granuloma but overall appearances are stable", "radial fold", and "adherent skeletal muscle".

Manufacturer narrative:
Continued h.6 health effect - impact code: f2203.

Event description:
Patient additionally reported "ruptured recalled allergan textured breast implants". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and rupture.

Event description:
Patient reported for left side "rupture", "fold in the breast implant", "swollen lymph nodes", "chronic pain radiating from the breast that is inhibiting me from completing day-to-day activities". The device remains implanted.